Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended. The programmer displays a communication error and the ipg is inoperable. A sjm representative interrogated the system and confirmed the issue. Surgical may be pending to address the issue.